Event description:
Patient returned to hospital for dressing change due to leaking abscess drain placed in ir CT. The tubing and stopcock were not the source of the leak. After rt evaluated tube the leak was from the catheter hub being cracked. Patient was kept and pre procedure work done in spec procedure holding area. Dr. Ordered for drainage catheter exchange and tube was exchanged under x-ray guidance. Patient was recovered post procedure.